Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
One day following implant, high voltage therapy was delivered for ventricular tachycardia. However, inappropriate shocks were delivered soon after. Device interrogation showed p and r wave sensing on the right ventricular (rv) lead. X-ray imaging indicated a dislodgement; the rv lead was pulled back into the atrium. The lead was repositioned the same day and the event resolved. The patient was stable.